Event description:
It was reported that the procedure was treat in-stent restenosis with two non-abbott stents in the distal right coronary artery with 100% stenosis, moderate tortuosity and calcification. The patient presented with an acute myocardial infarction and subsequent cardio-respiratory arrest. A non-abbott balloon catheter was used for dilatation; however, the distal end separated and remained in the patient. Three xience v stents (2.5 x 28 mm xience v, 2.75 x 28 mm xience v, 3.0 x 12 mm xience v) were implanted to compress the separated balloon catheter portion against the vessel wall; however, the distal portion of the balloon migrated to the posterior lateral vessel and slow flow occurred. Medication was administered, but blood flow did not improve; therefore, the circumflex was dilated and a 2.5 x 18 mm xience v stent was implanted. Blood flow worsened; however, the procedure was completed. It was noted that the stents were fully expanded without issue. The patient was suffering cardiopulmonary arrest when transferred, thus the blood pressure was maintained by circulatory assist device. Although the stents were fully expanded, the blood flow was not sufficient and the patient was transferred to the ICU in that condition; however, the condition did not improve and the patient died. The physician comments that there was no correlation between the stents and the patient's death. The death appeared to be related to the persistent poor hemodynamic and not stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: neich. Stent: xience v 2.75 x 28 mm, 3.0 x 12 mm, 2.5 x 18 mm. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.